Event description:
It was reported that pocket infection occurred and the implantable cardioverter defibrillator (ICD) migrated out of the pocket. The ICD system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).